Event description:
During coil embolization of a pelvic artery, it was reported that the physician experienced severe resistance at about 10cm from the middle of the excelsior sl-10 microcatheter while inserting the orbit galaxy (640cf0410 / 17095108). The orbit galaxy was re-inserted after the microcatheter was flushed, but again the orbit galaxy was stuck. The procedure was then completed without further issues, but due to the event the procedure was delayed for 5 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to or after the event; however, during product analysis, coil stretching was found during microscopic evaluation. The vessels were moderately tortuous and mildly calcified. No further information is available.

Manufacturer narrative:
A sheath introducer by medikit (model unknown), a chikai (asahi intecc, 0.014¿), a guiding catheter by medikit (5fr, model unknown), and an excelsior sl-10 (stryker) were used for this procedure. Information regarding patient age, weight, and history were not provided. Complaint conclusion. The device was returned for analysis. A non-sterile orbit galaxy tdl cmplx fill coil 4x10 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped without damage. Part of the support coil was found outside of the introducer from the proximal end. The gripper and the embolic coil were found inside of the introducer and they cannot be inspected visually. The gripper and the embolic coil were inspected under microscope through of the introducer; the gripper was found without damage while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. The functional test could not be performed since part of the support coil was found outside of the introducer from the proximal end. The review of lot 17095108 revealed 5 defects for oversized proximal bead that could be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. No other issues were noted that were considered potentially related to the reported complaint. The cause of the resistance experienced by the costumer appears was due to the stretched condition found on the embolic coil, as well as for the kinks found on the device. The cause of the damages found on the device was apparently caused by applying excessive force on it but it could not be conclusively determined. However, these defects could not be related to the manufacturing process, and procedural factors appear to have contributed to have these damages. Additionally inspections are in place that prevents this kind of failure from leaving the manufacturing facility. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore, no corrective action will be taken at this time. This complaint met MDR reportability criteria on (B)(4) 2015 based on the coil stretching that was found during product analysis. This is an initial/final MDR.